Event description:
Complaint received as follows: the leakage of the cuff was noted in use. No harm or injury to patient. Based on available info, medical determination is that this is a serious malfunction. A leaking/ruptured endotracheal/tracheostomy tube cuff exposes the patient to the risk of aspiration of gastric contents and a reduction in ventilation pressure. (B)(4).